Manufacturer narrative:
This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. An investigation has been opened to manage the actions related to remediation of this issue and any required MDR reporting. Additional information is not yet available for this event. Upon inspection and testing of the received device, it was noted that the issue of this device may be with the parts of charge couple device unit pre-assembled by the legal manufacturer. The legal manufacturer investigation is not yet completed. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event, during an unknown therapeutic procedure, the device yielded a zoomed in wavy image in triple 3d with the 3d glasses. When viewed with one eye, the image appeared correct. There was no damage to the distal end of the device. The procedure was completed with another 3d scope. There was no reported harm or adverse impact to the patient.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates in sections. The device history record review confirmed that device was shipped, satisfying shipping specifications. The scope was previously refurbished on (B)(6) 2020, and had an ultrasound inspection on (B)(6) 2021. Testing of the device was done by inserting the distal end of the scope into a test jig which was used for image inspection purposes only. The image showing on the monitor when in 3d mode, was unclear while using the 3d glasses. Objects nearest to the objective lenses appeared blurry, and never came into focus. The device was further tested on a different 3d tower with the same outcome. For further testing, it was verified that (1) there was no tilt between the left (l) side and right (r) side charge couple device (ccd) units; (2) the soldering of the ccd units to the their corresponding pc board was normal; and (3) the ccd unit data when running the sid was correct. Upon verifying these inspections, the reverse 3d check was executed as indicated in the comprehensive inspection manual. For the reverse 3d check, the l side video connector was connected to the processor, while the light guide connector was inserted into the light source. The l side objective lens was covered with a small piece of yellow tape to verify that the image displaying on the monitor was covered. However, the image still appeared on the screen indicating that the ccds are not assembled correctly at the distal end side. The ns unit, that consist of the objective lens, ccd light guide lenses, and angle wires, come pre-assembled. Further testing was done to check if ccd lenses were assembled correctly at the distal end side. The lg connector was further disconnected, and a white heat shrink tube was found located next to labeling tube on the r ccd cable. Normally, white tube is an indication of l ccd cable. However, the r ccd cable was assembled to the other way (l video connector) and the l ccd cable was assembled to the r video connector. ¿r¿ was carved on the r labeling tube, and ¿l¿ on the l labeling tube. Accordingly, we thought that l and r were correctly identified during the ccd unit assembly process. ·next, we disassembled the insertion section, and the distal end portions and the l/r ccd units were not wrongly assembled. When assembling ccd unit to distal end portion, l and r sides of d ccd cables are identified by difference in indication length on the cables. Normally, l side is longer. We confirmed that the l cable of the scope was indicated longer. To make sure, we verified that 3d reverse image did not appear after assembling the insertion section only to another video connector. From these findings, it was confirmed that there was no problem in insertion section assembly working itself, but the white tube of the ccd cable was wrongly fitted. Investigation is ongoing with the manufacturing department to look into the matter of the incorrect assembly. Instructions for use (IFU) operation manual provides the following statement about inspection of 3d image; 3.6 inspection of the endoscopic system inspection of the endoscopic image: precaution confirm that the right-eye and left-eye images of the 3d endoscopic image are displayed the same. If any difference is observed on the images, the endoscope may malfunction. Using the damaged endoscope may cause eyestrain and inappropriate treatment. Furthermore, IFU (operation manual) provides the following statement for action to be taken when irregularity occurs; 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, preparation and inspection, do not use the endoscope and solve the problem as described in section 5.2, troubleshooting guide. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, returning the endoscope for repair. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, withdrawal of the endoscope with an irregularity.